Event description:
It was reported that the patient was seen in the emergency room after receiving several shocks. The device also malfunctioned and had several power on resets. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device have been analyzed and revealed three power on reset (por) - power on reset parameters for vdd monitor and vdd glitch, and various reasons recorded with timestamp unknown. One patient alert for device circuit error, timestamp unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device have been analyzed and revealed three power on reset (por) - power on reset parameters for vdd monitor and vdd glitch, and various reasons recorded with timestamp unknown. One patient alert for device circuit error, timestamp unknown. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of this device confirmed that the power-on-resets (pors) occurred as reported. No cause for the pors was identified and no further resets were recorded during the analysis. Nominal operation was consistently observed throughout the analysis which included long term monitoring and temperature cycling. No anomalies were observed during visual inspections and real time x-ray analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device have been analyzed and revealed three power on reset (por) - power on reset parameters for vdd monitor and vdd glitch, and various reasons recorded with timestamp unknown. One patient alert for device circuit error, timestamp unknown. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of this device confirmed that the power-on-resets (pors) occurred as reported. No cause for the pors was identified and no further resets were recorded during the analysis. Nominal operation was consistently observed throughout the analysis which included long term monitoring and temperature cycling. No anomalies were observed during visual inspections and real time x-ray analysis.